Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5 the following sections were corrected: b1, h6 - health effect - clinical code, health effect - impact code, and medical device problem code.

Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced a rotator cuff tear which resulted in reduced range of motion. As a result, the patient underwent physical therapy approximately 8 years and 11 months after initial implantation. Follow-up reports from the patient indicate no improvement in range of motion as well as no pain associated with this event. No further patient impact reported. No further information available.

Event description:
Approximately 9 year(s), 4 month(s) and 13 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a postero-sup rotator cuff tear. The patient underwent physical therapy, and the outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device(s) and unlikely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 310-01-47 - eq humeral head short, 47mm (beta): (B)(6) 314-01-14 - eq glenoid, keeled beta, large: (B)(6) 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6) 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the rotator cuff tear cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.